Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked from the threads to the case seal. The pump powered up with no power loss observed. Unrelated to the casing issue, it was observed that the display screen was dim and discolored. In addition, the audible alarm was not functional and a defect was found on the audible mechanism when the pump casing was opened to investigate.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, a crack was noted in the battery compartment without any power loss. Patient reported that there was no damage to the battery cap and no evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.